Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed the external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna coils. System lock was lost while manipulating the antenna. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device had broken antenna wires. A corrective action has been implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.